Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri52 lead, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had a low r-wave measurement of 2-3 mv when taken manually in the office, but the automatic r-wave measured at 7 mv. The lead also showed oversensing of short interval counts (sic). A chest x-ray confirmed optimal lead placement; the rv lead¿s helix was extended, and the set screws were properly aligned. The cause the occurrence could not be determined and it could not be reproduced. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated right ventricular (rv) undersensing information. Automatic r- wave amplitude measurement on (B)(6) 2014 was 1.375mv. Otherwise amplitude is 6.5 mv or greater throughout the record. Lifetime total short interval counts (sic) of 110 is within normal range for a daily average.